Event description:
Complainant alleged that the medics were attempting to defibrillate a 65 yr old male pt in cardiac arrest and who was presenting a course ventricular fibrillation heart rhythm. The medics administered one shock at 200 joules, a second shock at 200 joules, and a third shock at 360 joules. Upon their attempt to deliver a fourth shock to the pt (joule setting unk) the device screen displayed a "check electrodes" error message. After airway management and initiation of an intravenous line and drugs, the pt was in a rhythm "that was essentially asystole, but there was the possiblity of fine ventricular rhythm." After intravenous medications, the monitor showed a "check electrodes" error message. The pads were in place, "the pt was not excessively diaphoretic, the pt was not excessively hairy," the cables were examined, and the connection to the monitor was checked. The monitor was switched to leads I and leads ii, "which both showed essentially asystole, but a fine fibrillation could not be excluded." Several attempts were made to deliver an add'l shock, but the machine would not recognize the electordes." The zoll electrodes were replaced with generic electrodes, and the device screen still displayed a "check electordes" error message and would not allow the clinicians to defibrillate the pt. The clinicians also turned the device on and then off again, but the device still displayed the same error message and did not allow defibrillation to take place. The pt subsequently expired. The complainant indicated that he did "not believe" that the malfunction "would have changed the pt's outcome..."